Manufacturer narrative:
Occupation: reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 3 for (B)(4). It was reported by the sales rep in (B)(4) that a patient underwent an open reduction internal fixation procedure for the fracture of the femoral neck on (B)(6) 2022. It was reported that during reaming by five mm minus to the measured value for a bolt, the reamer device cut out the femoral head. According to the surgeon, the bone quality was weaker than the surgeon expected, and the reamer pushed forward. It was reported that the surgeon drilled 90mm and inserted the antirotation-screw (90mm) after checking the image when the stopper was activated. However, the antirotation-screw was inserted about five mm inside of the drilling position, so that the surgeon replaced the antirotation-screw (90mm) with the antirotaion-screw (85mm). The surgery was completed successfully. The surgeon commented that he was aware that the position of the drilling was slightly shorter than the actual implant; however, the actual implant was longer than he had expected. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) reamer cpl device. This complaint involves three (3) devices.